Manufacturer narrative:
The pt was treated with negative pressure wound therapy during the 04/2010 to 08/2013 time period. It is unk when the event occurred at this info has not been provided. Based on info provided, it cannot be determined that the alleged deterioration is related to v.a.c. Therapy. Kci has not been able to obtain sufficient info to establish a root cause.

Event description:
The following was reported to kci by the kci kk representative: at the 57th annual meeting of (B)(4) society of plastic and reconstructive surgery, the physician reported during the time period of 04/2010 to 08/2013 (exact date of event was not provided), a pt experienced deterioration of a pressure ulcer would while on v.a.c. Therapy. No additional information is available. The unit's serial number was not provided, therefore, kci cannot conduct a device evaluation of the unit.